Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5104233.

Event description:
It was reported that the patient presented in the emergency room due to symptoms of fatigue and shortness of breathe. It was noted that the pacemaker (pm) was in backup bvvi mode caused by rapid battery depletion. The pacemaker was explanted and replaced. The patient was in stable condition throughout the procedure.

Event description:
It was reported that the patient presented for a follow-up in the emergency room. It was noted that the pacemaker (pm) was in backup bvvi mode caused by rapid battery depletion and had intermittent capture. The patient reported symptoms of fatigue and shortness of breathe. The pacemaker was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events of premature battery depletion, backup mode, and intermittent capture were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, indicating elevated current drain, consistent with moisture damage,depleting the battery prematurely and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.